Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the one infusion set occlusion alarm occurred and blockage is at site. No further information available.